Event description:
It was reported that high capture threshold and low sensing were observed. The pace/sense portion of the lead was capped. A new pace/sense lead was implanted. Patient was fine post-procedure.